Manufacturer narrative:
Product performance engineering.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The reported events of inappropriate shocks/therapy and over-sensing noise were not confirmed. Additional findings observed during analysis found the lead body to be compressed with signs of compression consistent with clavicle crush damage noted at 28.0 cm to 34.0 cm from distal tip. All lumens were intact with procedural damage noted in region. The etfe cable coating of the re conductor cables were breached, exposing the conductors in multiple locations. One re cable was breached at 5.5 cm to 6.0 cm, 7.4 cm to 10.7 cm, and 13.5 cm to 17.5 cm from the distal tip while the other re cable was breached at 7.5 cm to 10.1 cm, 12.0 cm to 12.5 cm, and 13.9 cm to 17.2 cm from the distal tip. The cable to cable abrasion within a common lumen would not cause the inappropriate shocks/therapy and over-sensing noise that was reported from the field.

Event description:
New information received notes that the right ventricular lead was removed and replaced. The patient was stable.

Event description:
New information received notes that the right ventricular lead was removed and replaced.

Manufacturer narrative:
Correction: d4 UDI should be (B)(6) h6 health effect - impact code should be 4614 - serious injury/ illness/ impairment.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock. Interrogation revealed that the patient's right ventricular lead exhibited oversensing of noise leading to inappropriate shocks. The noise was reproducible via isometric movements. Programming changes were made. The patient was stable.